Event description:
It was reported that the 9800 system would not save images and some images were mixed up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The software was reloaded during the service call. The system was tested and found to be working as intended and put back into service.